Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the event was not reported. The same day as the event onset, the patient was hospitalized for the peritonitis event. On an unspecified date, the patient was treated with rocephin (1g, intraperitoneal, discontinued) at the hospital. Seven days after the hospitalization, the patient was discharged and began treatment with cefepime (1g, daily, intraperitoneal, ongoing) at home for peritonitis. At the time of this report, the patient was recovering from the peritonitis event and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.